Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) alleging that her onetouch ultra 2 meter was reading inaccurately low when tested with a generic control solution. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed the alleged issue first started on ¿(B)(6) 2016¿ on an unspecified time. The patient stated that she obtained alleged inaccurate low control solution results of ¿97 and 100¿ on the subject meter. The patient manages her diabetes with insulin (self-adjuster) and detailed she made no change to her usual diabetes management routine as a result of the alleged issue. She stated that one hour after the alleged issue began she developed the symptoms of ¿low blood sugar¿ and on (B)(6) 2016, time unspecified, she required health care professional (hcp) treatment with a glucagon injection. In addition she reported that she obtained a blood glucose result of 60mg/dl on the emergency medical service (ems) meter. At the time of trouble shooting, the cca confirmed that the subject meter was set to the correct unit of measure. However, the cca noted that the patient was using an incorrect control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury which required hcp treatment after the alleged product issue began.